Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: some foreign material or debris from the venting connector temporarily got between the one-way valve and the scope, causing water invasion without the connector being completely closed. Even if there are no problems with handling at the user facility, there was case where water entered connecting tube due to damage to the tube, improper connections, or damage to reprocessor/packing of the tube when reprocessor was in use, causing water to enter the scope connector unit during leakage test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the universal cord has corrosion. There was no patient involvement.